Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was used in patient for endovascular treatment. It was reported that during the preparation for the procedure there was no issue with inflation. The reliant balloon was advanced through another manufacturer's dry seal sheath to the targeted lesion site, the balloon was completely inserted into the stent graft when it was inflated, but it may have touched the edge of the stent graft during insertion. The reliant balloon then burst. It was noted that the balloon was completely out of the dry seal sheath. Per the physician the balloon burst may be related to patient anatomy as there was calcification in the access vessel, external iliac artery. However, it had a possibility that it may have touched the edge of the implanted stent graft because it was already inserted in the sheath. No clinical sequelae were reported and the patient is fine.